Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The expiratory flow sensor was replaced to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2021 and (B)(6) 2021. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a stuck diaphragm on the expiratory flow sensor during a case. There was no patient injury.